Event description:
A 24 ga x 0.56 inch insyte-n autoguard was opened to start an IV (intravenous). Upon removing the cap, it was noted that the needle was bent at a right angle. It was recapped and another IV used. IV and packaging saved and given to manager.